Event description:
It was reported that patient presented to clinic for follow up, it was noted that the right ventricle (rv) lead threshold had increased. The rv lead was explanted and replaced with a new lead on (B)(6) 2026. The patient had no consequences.